Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 16.3 mmol/l, which had been treated with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.